Manufacturer narrative:
On 05/25/2018, it was reported to mentor that the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation primary procedure with a saline mentor smooth round moderate profile 325cc and experienced deflation on the right breast implant after implantation. As a result, the patient had undergone removal and replacement with saline mentor smooth round moderate profile 325cc, catalog number 3501650, serial number (B)(4), lot number 7506652 on (B)(6) 2018.

Manufacturer narrative:
On 06/14/18, it was reported to mentor that the lot originally reported was lot number 5985068, catalog 3501650 , serial number (B)(4). The device received was lot number 5986768 , catalog number 3501650. Clarification is in process. On 06/18/18, it was reported to mentor that the device history record (DHR) of lot number 5985068 reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 07/09/18, it was reported to mentor that the device history record (DHR) for the lot number 5986768 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 07/16/18, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device contained no fluid. No foreign material was observed within the device or on the shell surface. During visual examination of the device, product evaluation team observed a crease on the posterior view. A rent measuring approximately 0.4 cm was discovered within the crease. Additional area of missing material measuring approximately 0.9 by 0.5 cm was observed on the anterior view. Microscopic examination of the missing material edges gave no indication as to its cause. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release; product evaluation team concluded that the rent, crease and missing material occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent and missing material were found on the device. Nonetheless, a microscopic examination of the missing material edges was performed and it did not provide conclusive evidence of what could be the root cause. Mentor performs 100% inspection and testing of all devices prior to release; pe concluded that the rent, crease and missing material occurred sometime subsequent to the removal of the device from its protective packaging. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. No corrective action is required since there is no evidence that the failures modes are related with manufacturing or product design. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 06/21/18, it was reported to mentor that the following information was updated as per additional information received: lot number from 5985068 to 5986768 and the serial number from (B)(4) to unknown. Manufacturer¿s reference number: (B)(4).